Event description:
A female with minimal tortuosity underwent aaa repair in 2008. There was an uneventful placement via right side. The main body was deployed to the contralateral gate. The physician tried to release the top cap and was unable to remove the black trigger wire. He stated that the graft would bow and try to slip back down into the aneurysm. There was no forward "play" in the trigger wire. The physician tried to retract the cap a bit to release but still unable to remove the top cap and was not even sure it had rotated. Eventually, the physician placed an 18 french sheath into the graft via the contralateral gate - placed the sheath high in the body. He then placed a coda balloon above the sheath - using the sheath to buttress the balloon. He then inflated the balloon and tried again to force removal of the trigger wire. It finally freed with the graft jumping forward a bit and covering the left renal artery. He was able to pull the graft down the few millimeters needed to uncover the renal artery. The remainder of the case proceeded normally. Post angio revealed a type I endoleak (1820334-2008-00532). Additional coda inflation considerably reduced the leak but did not totally resolve. The surgeon felt that the endoleak would resolve after reversal of the heparin. Patient is fine.

Manufacturer narrative:
Event evaluation: still under investigation.